Event description:
It was reported that the charger illuminated but the ilet pump did not power on after being placed on the charger in a different room. Symptoms included no clinical symptoms and no changes in blood glucose. Outcomes included no user injury and no need for medical care. Investigation included technical troubleshooting and device replacement logistics. Investigation of this device revealed a device power-on failure associated with the charging/power subsystem, and the resolution involved shipment of a replacement ilet. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the charging or power management components.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.